Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-55 serial #: (B)(4) description: scs phiii ext 55cm.

Event description:
A report was received that the patient had pain at the ipg and lead site. The patient underwent an explant procedure. The physician did not believe the pain was due to device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
The returned devices were analyzed and the source of the pocket pain could not be determined. (B)(4): the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. (B)(4): the lead body was cut during the explant, and only the proximal end was returned. X-ray inspection found no cable breakage. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had pain at the ipg and lead site. The patient underwent an explant procedure. The physician did not believe the pain was due to device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Implant date: 2013. Additional suspect medical device components involved in the event: model #: ni, serial #: ni, description: ni. The additional medical devices, model #'s and serial #'s are unable to be obtained as they were not returned to bsc because they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the ipg and lead site. The patient underwent an explant procedure. The physician did not believe the pain was due to device malfunction. The patient was doing well postoperatively.